Event description:
The patient was enrolled in the option study on (B)(6) 2021 with patient identifier 4145opt012. It was reported that thromboembolism occurred. Fourteen days post enrollment in the option study, the patient underwent a left atrial appendage (laa) closure procedure. Initially, a 31mm watchman flx laa closure device was attempted but was not successful due to release criteria not met (position-too proximal). The 31mm watchman flx laa closure device was exchanged, and there was successful placement of a 27mm watchman flx laa closure device with laa seal of 1 mm of largest residual jet around device and deployed device diameter of 22 mm. The patient was discharged the same day. Five-hundred and eighty (580) days post-implant procedure, the patient presented to the emergency department due to shortness of breath. At this time, the patient was not on any antiplatelet or anticoagulation medication. An x-ray was performed which revealed a pleural effusion. The patient was diagnosed with acute decompensated heart failure and pleural effusion. Intravenous (IV) lasix was administered, and thoracentesis was performed to drain the fluid from the lungs. Later the patient was noted to be stable and the event was considered resolved. Five-hundred and ninety-eight (598) days post-implant procedure, the patient presented to the outpatient hospital unit for a scheduled repeat ablation procedure. During flushing, while gaining access for to the atrium, the patient experienced a significant drop in oxygen to 85%. Intracardiac echocardiogram (ice) revealed a large clot adhered to the chiari malformation at the tricuspid annulus, floating back and forth. Heparin was administered and the clot resolved in 20 minutes. The patient was diagnosed with pulmonary embolism and thus the ablation procedure was aborted. Additionally, lab work was performed in response to the observed clot. The patient's oxygen levels however, continued to drop and vasopressors were administered. The patient was admitted to the hospital. Transesophageal echocardiogram (tee) was performed revealing no strain in right ventricle and normal heart pressure. The patient was continued on 80% fraction of inspired oxygen (fio2) to maintain oxygen saturation. The next day the patient was transferred to the intensive care unit (ICU) and an emergent computed tomography (CT) scan was performed, revealing a large right pleural effusion with compressive atelectasis. The following day a thoracentesis was performed for pleural effusion and 1500ml of fluid was removed. The fluid was cultured, revealing no culture growth. The patient was advised to continue metoprolol and to resume eliquis. The same day, post-thoracentesis, chest x-ray revealed improvement of the pleural effusion. The events were considered resolved and the patient was discharged that day.